Event description:
It was reported the patient was in the hospital due to an increase in acute pain. The pump was checked, and no issues were noted. The patient received "IV meds" and was discharged and sent to rehab. The pump was used to deliver morphine. Information pertaining to the patients outcome, reason for hospitalization and medication in the IV has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# h833256406, implanted: (B)(6) 2012, product type: catheter. (B)(4).